Manufacturer narrative:
The customer was asked to provide a transmitter diagnostic log for further review of the issue. However, the customer could not do it as they did not have a computer. The investigation was therefore conducted on the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. Based on the dms data review, the system was continuing to adjust and the customer was advised to allow the system a few more days, entering any additional calibrations as requested by the system. The customer was advised to contact customer care if the issue persists. However, at the time of reporting this incident, the customer has not reported any further issues. Thus, no additional actions were found necessary for this complaint.

Event description:
On (B)(6) 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. Date time sg value bg value. (B)(6) 2025, 9:05 am 60 mg/dl 84 mg/dl. The issue did not result in any sensor removal or patient harm.

Manufacturer narrative:
B4. Date of this report 22 oct 2025. G3. Date received by the manufacturer? 22 oct 2025. H6. Type of investigation updated to 4111,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 22.